Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification tested with a test p-cap and p-cap locked in place properly; the reservoir tube was inspected and no anomalies were noted during visual inspection. The drive support cap was inspected and no anomalies were noted during visual inspection. Tested with a test infusion set and no unexpected air bubbles were present in infusion set. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call that the customer is having issues with insulin pump. The customer stated they went to bed and took insulin via needle, woke up with blood glucose was almost 600mg/dl. The customer stated the drive support cap was flush. The customer's blood glucose ranged between 300mg/dl-600mg/dl.

Manufacturer narrative:
The pump passed the delivery accuracy test.